Event description:
A pt reported experiencing inaccurate low results with a surestep pro meter. The pt's blood glucose results were 60 versus the labs 81 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.